Manufacturer narrative:
Device was received with a blank display and overheating noted on electrical board . Failure has been isolated to electrical board. Unable to confirm failed battery test and software error reason codes due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had issue with the insulin pump and software error was detected. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with injections. Troubleshooting was not performed. The customer also reported that the received the error twice and they also got failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.